Manufacturer narrative:
Batch review performed on 15 september 2015. Gmk-primary 02.07.2213r femur cemented ps #3narrow / right lot. 131961 lot 131961: (B)(4) items manufactured and released on 10 may 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. Gmk-primary 02.07.1203r tibial tray fixed cemented # 3 r lot. 130226 (k090988): lot 130226: (B)(4) items manufactured and released on 20 mar 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. On 05 september 2015 the medical affairs director made the following analysis: in spite of the poor quality radiographs, signs of loosening can be seen, particularly on femoral component. The bone morphology of this patient is very peculiar and the operation was probably rather demanding, but the prosthesis appeared to have been implanted correctly. According to the report, pictures of the explants or the explants themselves might be delivered to us in order to further this investigation, if the surgeon thinks that this is appropriate. At this stage, I can draw no definite conclusion as to the root cause for loosening. It looked like the fixation defect was between cement and bone. On 18 september 2015 the r&d project manager checked the retrieved implants with the following analysis: from a visual inspection of both tibial baseplate and femur component explanted, no anomalies have been noted. No residual cement was present in the cementation pockets of the implants explanted. From wear analysis, it seems that the implant was correctly positioned. Due to the lack of information, it is not possible to identify possible root causes. Usually this kind of event are caused by the cement that did not bond to the implant or to the bone. This is normally related to the surgical technique and not to the implant.

Event description:
The patient was complaining of pain so the surgeon decided to revise the tka. Intraoperatively, the surgeon noticed the cemented components had come loose. All the original component were removed and replaced with revision components.

Manufacturer narrative:
On 16 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 18 nov 2015 it was sent to the initial reporter and the case was closed.